Event description:
Covidien received information stating that an 840 ventilator had an erratic lower display. Patient involvement information was asked but unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), and the software was updated to the current revision. The unit passed all testing and operates within the manufacturing specifications.(B)(4)